Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures and critical block and inverse critical block did not add to zero. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was 88 mg/dl. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No the motor arm cannot communicate with the main arm noted hardware low level failure (variable 3) confirmed in the pump history due to broken traces on keypad assembly.